Manufacturer narrative:
Biological indicator retain samples from the lot involved in this event were tested and no broken vials were noted. The device history record for the lot was reviewed and no anomalies were noted. The instructions for use for verify scbi state, "safety related precautions- residual hydrogen peroxide may be trapped within the media if the scbi is damaged. Avoid direct contact with the scbi and its contents, as it may result in a hydrogen peroxide chemical burn." A steris service technician inspected the unit and found no repairs or adjustments were needed to be made. The technician ran a leak test which further confirmed the unit to be operating properly. The employee was not wearing proper ppe when handling the scbi as instructed in the v-pro operator manual. The operator manual state (2-1), "ppe-personal protective equipment including goggles or face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazards of the task." Steris completed an in-service with the customer on proper use of ppe on (B)(4) 2013.

Event description:
The user facility reported that the self contained biological indicator (scbi) cracked during a v-pro sterilization cycle. At the end of the cycle, an employee removed the scbi and reportedly received a residual vhp chemical burn on their hand. The employee was not wearing gloves. The employee reported their hand turned white and went to the ER. The employee washed their hand and a bandage was placed on the area to keep it dry. The employee returned to work the same day and has no sustaining injuries at present. No procedural delays or cancellations were reported and the instruments present in the cycle during the time of the reported event were reprocessed before being used in patient procedures.